Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. It was noted that the customer observed both reagent nozzles were leaking. On 05-sep-2024 the field service representative observed orange traces on a probe and the associated tubing. He also observed leakage on the reagent probe's wash station. He replaced both reagent probes, associated tubings, and prewash probes. The issue persisted. On 06-sep-2024 the field service representative replaced the reagent pack, calibrator, and qc set. He performed tests, checked adjustments, performed a decontamination of the sample fluidic path, replaced the sample probe, performed adjustments, and performed a blank cell calibration. The issue persisted. On 09-sep-2024 the field service representative performed an instrument check and found a prewash issue. He found a particle inside a valve. Several valves were replaced. Checks, calibration, and qc were performed with acceptable results. The gear pump head and measuring cells were due for replacement based on the maintenance counter. The investigation determined the event was due to maintenance issues.

Event description:
There was an allegation of questionable probnp results for 1 patient sample and questionable troponin t hs results for 6 patient samples on a cobas e 801 analytical unit. Patient 1: the initial probnp result was 563 pg/ml and the repeated result was 1086 pg/ml. Patient 2: the initial troponin t result was 46 ng/l and the repeated result was 14 ng/l. Patient 3: the initial troponin t result was 109 ng/l and the repeated result was 23 ng/l. Patient 4: the initial troponin t result was 77 ng/l and the repeated result was 8 ng/l. Patient 5: the initial troponin t result was 19 ng/l and the repeated result was 8 ng/l. Patient 6: the initial troponin t result was 1883 ng/l and the repeated result was 22 ng/l. Patient 7: the initial troponin t result was 20 ng/l and the repeated result was 16 ng/l. The results were reported outside the laboratory. The repeated results were obtained on another module. The samples were repeated due to failed qc.